Event description:
On 23-sep-2022, motion concepts lp was notified by medbloc inc. (Motion concepts importer), that one of their dealers (numotion - baltimore, md) informed them of an incident that took place on (B)(6) 2021. The dealer reported that the end user was waiting on the sidewalk, when a vehicle came accross the sidewalk and struck the front of her wheelchair. This caused her to be dragged 1 to 2 feet. The front left wheel of the wheelchair is broken off. The end user has a bruise on her left leg as a concesquence of the incident.

Manufacturer narrative:
The mentioned system was shipped from motion concepts to medbloc (motion concepts USA importer/distributor), as per dealer requirements, on 07-apr-2020 and then was sold to numotion-baltimore, md on 08-apr-2020. The cause of the incident is not because of any system malfunction. However, an injury has been involved in this incident. Therefore, we consider it as reportable event.